Manufacturer narrative:
It was initially reported, a patient expired while using a ventilator. The ventilator was evaluated by the reporting facility. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2019, a patient circuit disconnect alarm sounded at 01:08:21 utc. The alarm had a duration of 6156 seconds (102.6 minutes). The alarm continued to sound until the device was powered off at 02:56:41 utc. The ventilator was not powered on again until (B)(6) 2019. Based on device testing and review of the downloaded event logs, the manufacturer concludes the ventilator operated and alarmed as designed.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.